Manufacturer narrative:
Evaluation summary: the returned complaint device was visually inspected and x-ray was performed for evaluation. X-ray demonstrated heavy calcification on all leaflets, commissure 1 bent inwards, and the wireform intact. Calcification restricted leaflet mobility and led to stenosis. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 5mm on leaflet 1 at the inflow aspect and 4mm on leaflet 3 at the outflow aspect. Host tissue on the stent circumference was moderate at the inflow and minimal at the outflow aspect. Leaflet 3 had a tear of approximately 4mm near commissure 1. Calcification was evident near the tear. The sewing ring had been cut around leaflet 1 and 2, exposing the wireform between commissures 2 and 3. Method: x-ray. Results: calcification. Additional manufacturer narrative: the device was returned and evaluation identified heavy calcification on all leaflets. A review of the device history record confirmed that this device passed all manufacturing and sterilization inspections. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Should new information becomes available, a supplemental MDR will be submitted. No CAPA is applicable to this case; however, edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. No corrective or preventative actions are required.

Event description:
Edwards received information that a 27mm bioprosthetic mitral valve was explanted after an implant period of approximately six (6) years and three (3) months. The reason for explant is unknown.